Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1000 mcg/ml at 75 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that during the initial implant procedure, the pump and catheter were implanted as expected. When the hcp aspirated from the cap (catheter access port) after the pump was attached, the flow was not as fast as he would have expected. The hcp examined the spinal pocket and saw a possible kink at the anchor site. He then removed and replaced the anchor and reattached the pump and spinal segment to the pump. The cap then aspirated as expected. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.